Manufacturer narrative:
Customer concern: dose log inaccuracy customer reports inpen app is not recording the exact doses dialed on the inpen and high bg. Per visual inspection: no physical damage to cartridge holder and inpen front and back shell was noted. Inpen passed front cap investigation. Unit paired successfully to commercial app and unit passed baseline and wireless functionality. Inpen received with leadscrew 1/4 of the travel. Re-wound screw. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. In conclusion: per san diego analysis: inpen passed base line functionality test and displacement dose accuracy. Dose knob alignment. Inpen passed leadscrew reset torque (torque cw 2.47 and ccw 3.26). Paired to commercial app using 24.5 units. Inpen baseline and wireless functionality. App logbook displayed: 15,15,15,15,15,15,15,15,15,15. Electronics housing showed no signs of abrasions. Encoder bond was intact. No problems found with this inpen all functions tested ok. Leadscrew anomaly was not confirmed. Dose log inaccuracy was not confirmed. Unable to confirm high bg. Base line functionality test : passed displacement dose accuracy: passed dose knob alignment: passed leadscrew reset torque: passed torque cw 2.47 ccw 3.26 (B)(4). Inpen baseline and wireless functionality. App logbook displayed: 15,15,15,15,15,15,15,15,15,15 electronics housing showed no signs of abrasions. Encoder bond was intact. No problems found with this inpen all functions tested ok medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia. The blood glucose value at the time of the event was 400 mg/dl. High blood glucose was treated with a manual injection/insulin pen. Troubleshooting was not performed. The customer doesn't think getting full dose dialing with the new inpen. The customer reported that the inpen application was not recording the exact doses dialed on the inpen and the crew was not moving as intended. The customer was advised to prime enough until the injection foot touches the plunger and the insulin exits. The issue was unresolved. The screws pulled back into the inpen while dialing and the customer did not touch or dose button. No further patient complications were reported. The customer will discontinue using the device and the inpen will be returned for analysis.